Manufacturer narrative:
(B)(4). It was reported that during a paroxysmal atrial fibrillation (afib) procedure there was no impedance on the ep - shuttle rf generator system - 100w or it was too high. Full troubleshooting was performed. The indifference cable, indifference patch, the connection cable between the carto system and the ep-shuttle rf generator system, rf adaptor cable, smartouch cable and the catheter were all replaced but all this troubleshooting did not resolve the issue. The procedure was cancelled. Upon request, the bwi field representative provided additional information on the event. The impedance displayed was reflecting as --- or 000. The physician noticed this issue when he wanted to start to ablate. There was no ablation being delivered with this impedance issue. The impedance cut-off setting was the normal advised settings. The patient was already on the table and had a transseptal puncture. The procedure was being performed in the left atrium as it was a pulmonary vein isolation. The procedure had to be cancelled and rescheduled. The procedure was only cancelled because of the issue with the ep-shuttle rf generator system - 100ws. The patient was under local anesthesia. Since the patient was rescheduled, she had to be hospitalized again. There was no patient injury reported in this case but the physician thinks cancelling the procedure caused a potential risk to the patient. Per the event description, the unit was serviced and no errors were found. Functional and safety test were performed as well as preventative maintenance. The device history record (DHR) for the stockert generator serial number (B)(6) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Event description:
It was reported that during a paroxysmal atrial fibrillation (afib) procedure there was no impedance on the ep - shuttle rf generator system - 100w or it was too high. Full troubleshooting was performed. The indifference cable, indifference patch, the connection cable between the carto system and the ep-shuttle rf generator system, rf adaptor cable, smartouch cable and the catheter were all replaced but all this troubleshooting did not resolve the issue. The procedure was cancelled.upon request, the bwi field representative provided additional information on the event. The impedance displayed was reflecting as --- or 000. The physician noticed this issue when he wanted to start to ablate. There was no ablation being delivered with this impedance issue. The impedance cut-off setting was the normal advised settings. The patient was already on the table and had a transseptal puncture. The procedure was being performed in the left atrium as it was a pulmonary vein isolation. The procedure had to be cancelled and rescheduled. The procedure was only cancelled because of the issue with the ep-shuttle rf generator system - 100ws. The patient was under local anesthesia. Since the patient was rescheduled, she had to be hospitalized again. There was no patient injury reported in this case but the physician thinks cancelling the procedure caused a potential risk to the patient.since the case was cancelled after transseptal puncture and the patient had to be rescheduled and hospitalized again, this is indicative of a reportable event, thus marking (B)(6) 2013 as the alert date for this report.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).